Event description:
It was reported that the device reached recommended replacement time earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(4) 2012 device rrt<=2.6251 volt. The weekly battery voltage trend data shows bat=2.632 to 2.611 volts between (B)(4) 2012. One patient alert for low battery voltage occurred on (B)(4) 2012 02:15:00.